Event description:
Reportedly, when the instrument was fired the staples formed the anastomosis. However when the instrument was attempted to be removed from the pt's rectum it became stuck. The surgeon removed the gun but had to re-explore the anastomosis to recover the anvil. The procedure was repeated with another instrument.